Manufacturer narrative:
The event of capsular contracture and seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Physician reported right side seroma-late and capsular contracture, baker grade IV. Additionally, physician reports "there is tumor in the anterior axillary region that increases during the menstrual period." The device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: weight to the spec and crease flat . Cloudy was observed after autoclave disinfection process. Based on the device analysis the final assessment is: no issues found related with the manufacturing process.

Event description:
Physician reported right side seroma-late and capsular contracture, baker grade IV. Additionally, physician reports "there is tumor in the anterior axillary region that increases during the menstrual period." The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. This is a known potential adverse event addressed in the product labeling.

Event description:
Physician reported right side seroma-late and capsular contracture, baker grade IV. Additionally, physician reports "there is tumor in the anterior axillary region that increases during the menstrual period." The device has been explanted.